Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hemicolectomy procedure, the device fired, it cut the tissue but it did not staple, as it did not contain staples. Another device was used to complete the procedure. There were no adverse consequences to the pt.